Event description:
The manufacturer received information alleging patient's mouth and nose is producing sores. Patient thinks it could possibly be from using the machine. And she is having trouble with the machine. She is afraid she could possibly be getting cancer from the machine. She will be going to check up with doctor soon. Related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.